Event description:
The user facility reported that the involved angio-seal dilator was correctly inserted into the system, however then comes off when the necessary pressure is exerted to penetrate through the skin and subcutaneous tissue, preventing the passage of the device into the vessel lumen. There was no patient harm.

Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot # combination was conducted with no findings. Without a sample, the exact root cause cannot be determined. The likely root cause may be related to corrective and preventative action (CAPA) investigations. CAPA investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Nonconformance (ncr) and capas have been noted for this issue in the past 12 months.